Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion and prime tests. The insulin pump was received stuck in motor error loop during bolus/basal delivery. The alarm history file was overwritten. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further tests could be performed due to motor error alarms. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported that the insulin pump alarmed motor error during bolus delivery. Motor position encoded error alarm recorded in the alarm history. Customer stated all of the settings cleared and is unable to rewind the insulin pump. Device was not exposed to a magnetic field. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is unknown. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.